Manufacturer narrative:
The previously reported patient problem codes are no longer appropriate with the available information. The appropriate codes are included in this report.

Manufacturer narrative:
The previously reported patient problem codes are no longer appropriate with the available information. The appropriate codes are included in this report.

Manufacturer narrative:
Correction: the event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission. Location of aro:(B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to the site for performing a system checkout and found that the x-ray batteries were discharging quickly when the umbilical cord was disconnected. On (B)(6) 2017 replacement replaced battery charger and x-ray batteries were shipped to the site. On (B)(6) 2017 medtronic representative replaced the battery charger and batteries and performed a system checkout. The imaging system was operational. Issue resolved. The suspected battery charger and the batteries have not been received by manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure with the use of imaging system,the 2d images were black and the anatomy was not visible. Medtronic representative reported that there were no adjustments to the kv or ma when they attempted to take the images. Rebooting the imaging system did not resolve the issue. The imaging and navigation was discontinued and the surgery was aborted. There was a delay of approximately 30 minutes.

Manufacturer narrative:
The hardware investigation of the returned battery charger board found that the reported event was related to an electrical issue. The board passed visual inspection, but did not pass bench test. All leds lit except (B)(4) green led and ch a led on text fixture which did not illuminate. Functional and bench test did not pass. All charger output test dc voltages were within acceptable range. Channel a and sense voltage did not pass. Dc output voltages measured below specifications. The reported event was confirmed.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.